Event description:
Patient had tube inserted on 10/5/92 @ 10:30 a.m. The tube was closed off until 10 a.m. On 10/6/92 @ which time an enteral feeding was started @ 50ml/hr. At 0545 10/7/92 the nurse was unable to instill anything into the tube but fluid flowed out of the tube. The physician was notified et the eteral feeding stopped. The patient was x-rayed and CT scanned @ noon on 10/7/92 et revealed the tube dislodged from the stomach. The tube was removed on 10/7/92 @ 1700 hours. Physician reports removing the tube without cutting below the orange pin. On examination, he reports the balloon being collaspeddevice labeled for single use. Patient medical status prior to event: fair condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.